Manufacturer narrative:
Product event summary: at analysis it was determined that one bail and one bail cover were missing and that the lower part of the display had one defective line. The device was to be cleaned and inspected and have a new bail and bail cover installed and be retested. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.